Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was experienced high blood glucose. The customer blood glucose level was 350 mg/dl at the time of incident and current blood glucose value was 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer experienced symptoms such as nausea. Customer treated with insulin pump and manual injection. The customer was hospitalized due to due to infection brought about by kidney stones. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.